Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had big air bubbles in the reservoir. The customer's blood glucose was 160 mg/dl at the time of incident. The customer's blood glucose was 147 mg/dl at the time of call. The customer was advised to disconnect from quick release. The customer was advised to program fixed prime. The customer was advised to deliver insulin until the air bubbles were purged out of the reservoir. The customer assisted in reprogramming fixed prime. The customer stated that the insulin was not stored at room temperature. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Performed pre-fill reservoir test and the reservoirs passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoirs connected/locked in place properly.